Event description:
The blue connector cracked when it was connected to the leucopheresis machine for the first time. The catheter was successfully repaired and treatment resumed. No other info provided at time of initial report.